Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for the product. A review of tracking and trending determined no related trends identified. Customer field data was used to assess the performance of the architect tsh assay using worldwide data. The median patient population result for lot 32427ud00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. The device history record was reviewed and did not identify any non-conformances or deviations associated with reagent lot 32427ud00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect tsh reagent lot 32427ud00 was identified. Section d3 suspect medical device was updated to include new mfg site email section g1 all manufacturers was updated to include new mfg site email.

Event description:
The customer observed falsely decreased architect tsh results for 2 samples when running on the architect i2000sr analyzer. The following data was provided: (B)(6) 2022 sid(B)(6): initial tsh: 2.15uiu/ml, previous result: 4.19 uiu/ml. (B)(6) 2022 sid (B)(6): initial tsh: 0.46 uiu/ml, previous result: 1.09 uiu/ml.there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: sid (B)(6) and sid (B)(6) 2 different patients. All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.